Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vision side cart (vsc) had issues with their erbe generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found c-34 error and also c-84 sand m-11 errors. Site had bipolar issues, and they swapped out instruments and power cords however the issue remained. Site also had issue with monopolar and bipolar and they also swapped out instruments and power cords. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe generator preventative maintenance was completed november 25 (one day before errors), and it passed. The erbe started failing and was giving c-34 errors. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu; however, failure analysis is still ongoing.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. Fa was able to confirm the issue via system logs and reproduce the issue during in-house testing. The iesu unit was placed on a surgeon side console and was run in normal mode. The message "measurement value for hf voltage too small" was on and was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.